Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings:there was a crack in the pump case near a corner of the display. There as a leak due to the cracked pump case. Moisture was inside all of the internal pump components. The battery compartment was also cracked. Due moisture damage, the display was illegible when the pump was powered on. A call service 078 alarm was observed in the black box and alarm history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.